Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to having pulmonary fibrosis on left lung while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to having pulmonary fibrosis on left lung while using this device. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dirt-like contamination on the ui panel, dust-like contamination at the air inlet of the blower box, light dust-like contamination on top of the blower motor and the blower box, there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed that dirt-like contamination and unable to directly address the symptoms or complaints. Sections d8, d9, h2, h3, h6 has been updated in this report.